Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro 2 cracked into two pieces. Nothing fell into the patient. The c-ring manually was not manipulated prior to the procedure and the dissection tip used to create the tunnel. Distal insufflation was being used and fasciotomy was not being performed. Cutting was not being performed when the breakage occurred and the jaws of the device were not close to the c-ring when the breakage occurred. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring was split in half. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).